Event description:
Dexcom technical support was contacted on (B)(6) 2012 by a representative at a doctor's office. She reported that a patient had been provided a cgm system by the doctor. A sensor was inserted on the patient on (B)(6) 2012. Upon removal of sensor on (B)(6) 2012 by the patient's father, a portion of the sensor wire was visible under the patient's skin at the insertion site. Patient's father removed the sensor wire. At the time of the call to technical support, patient was reported to be in fine condition. No discomfort, and no medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.